Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying a "patient circuit disconnected" alarm and being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec replaced both the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift and efm.

Event description:
It was reported that the device needed maintenance. During the device's evaluation, ventec observed that it was displaying a "patient circuit disconnected" alarm and was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.